Manufacturer narrative:
The t:slim g4 user guide states: "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had allowed the battery to fully deplete and the pump subsequently shut off. The customer's blood glucose level was 280 mg/dl. The customer delivered a bolus via the pump. Tandem technical support educated the customer to keep the pump battery adequately charged. Reportedly, the customer successfully resumed insulin therapy.